Manufacturer narrative:
The device was evaluated by a zoll field service representative at the customer facility. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device works as expected. The device was recertified and returned to normal operation. The device activity logs are not available for review. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.